Event description:
The device was used during a gastroplasty procedure. The sleeve was broken. There was no pt consequence. Addl info received on 4/4/97. It was clarified that the pieces did not fall into the pt because the surgeon noticed the problem before the device was used.